Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer disconnected the call before additional information could be verified. There is not enough information to determine the most likely underlying root cause. Test strip UDI#: (B)(4). No replacement since no customer address on file. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report feeling not good. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer not with caller to trouble shoot the products.